Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. E1: telephone: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during the surgery, the tip of this complaint product was came off from the hand piece unintentionally. The surgeon used a back up of the same product for the surgery. No serious injury. 0-15 minute delay was noted. No additional information noted as a result diligence is complete

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4 b5 d4 g3 g6 h2 h3 h4 h6 h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. The reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.